Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have not been able to get "anything" to work and reported it can't connect. Patient clarified by this they mean they are trying to get connected with their implant and they were not able to connect with their implant. Patient stated they have been in to see their "specialist" for the third time and stated the specialist tried to help different ways and could not get it to connect either. Patient stated everything was charged up, but they cannot connect with their implant. Reviewed general use of communicator and handset. Call disconnected before troubleshooting could be completed initially. Agent was able to get in contact with patient again to continue troubleshooting. Agent walked patient through steps to connect with their implant. Patient reported getting 'different internal device detected'. Patient stated this is the screen they have been seeing. Agent confirmed implant location according to patient's registration and patient confirmed holding communicator on current/active implant on right side. Patient confirmed communicator was placed directly on their correct implant and tapped retry but continued getting 'different internal device detected screen'. Patient mentioned they have had 3 different interstim devices in. Patient confirmed they returned all external devices used with other implants so they do not have any other external devices. Patient stated they don't think they got a new extern al device from a rep at any point. Patient stated they were just at their dr's office and they used their clinician programmer but they were still not able to connect so they told patient to call patient services. Patient provided event date as it's been several months and stated they did not have time to get to the dr before this. Patient stated the "the girl that I work with has been able to, in the past years, has been able to connect" and stated that is why they went back to her. Patient clarified this was not with their same equipment that they are using now. Patient initially stated they thought they got their current implant two years ago in november. Reviewed implant date. Patient stated they don't know if they have been able to connect with their current implant. Agent reviewed role of technical services to assist hcp if needing assistance. Reviewed process for hcp to request rep at appointment. Redirected patient to their healthcare provider to address the issue. Patient stated they will follow up with their hcp. Agent had a difficult time following patient throughout call and made best attempt to document all relevant event information.